Manufacturer narrative:
A qc-based review from data on 26-sep-2025 indicated trigl cell rinse performance issues. On 02-oct-2025, the field service engineer (fse) confirmed rinse levels were correct and replaced a solenoid valve. A hardware check was performed. The customer had no further issues with qc or patient results after the service visit. The investigation determined that the solenoid valve issue found by the fse was the root cause of the event.

Manufacturer narrative:
The trigl reagent lot number was 887954 with an expiration date of 30-jun-2026. The field service engineer (fse) found an issue with a solenoid valve and replaced it. The instrument worked properly afterward. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for triglycerides (trigl) on a cobas c 503 analytical unit. The initial result was 3.64 g/l. Based on the patient¿s previous result, the sample was repeated with a result of 0.94 g/l. The sample was repeated again with a result of 0.96 g/l. The questionable result was not reported outside of the laboratory.